Manufacturer narrative:
The lot was manufactured between january 24, 2023 and january 25, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in an exactamix 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to patient use. There was no patient involvement. No additional information is available.